Manufacturer narrative:
(B)(4). Batch # p5514f. Device evaluation: the analysis results showed that the cr40g reload was a received with 34 staples present and protruding, with the washer uncut and with the knife recess below the reload deck. No functional test was performed due the condition of the device. The condition of the drivers consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, staple pins are out from the reload surface. Device problem occurred before surgery, when the surgeon wants reloaded; on that time he noticed that staple pins are out from reload surface. There were no patient consequences reported.